Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010; inratio: 1.5; lab: 2.6. Pt reported that he has gotten 1.5 for the last 3 or 4 times he has tried to run the test. Pt has been on coumadin for 2 years. He had eye surgery last month but did not change his coumadin and was not put on heparin. He has been using prednisone eye drops since the surgery. No change in diet or medication. Pt is diabetic and is stable with no changes to medication he takes for thyroid problem. No antibiotics. No aspirin. No amiodarone. The coumadin dose is not being changed based on this inratio result. (B)(6).

Manufacturer narrative:
Investigation pending.